Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2017, it was reported that the patient was getting over a major bacterial infection. The patient noted that they did not know the date it started, but first noticed it on (B)(6) 2017. An out of box failure was not reported. A medical or therapy problem associated with small parts were not reported. The patient also reported that their refill date was on (B)(6) 2017 and their pump was going to run out "any day". The patient made complaints about their healthcare provider (hcp) regarding refill appointments. The patient was looking for other hcps. The rep reported that the patient left against medical advice on (B)(6) 2017 while they were waiting for the patient's medication syringe from the hospital pharmacy. The rep noted that the nurse was unable to make the patient stay. The patient also apparently arrived at the hcp's office earlier in that week, but left without being seen. No further complications were reported.